Event description:
Treatment of a left ruptured superior hypophyseal saccular aneurysm measuring 19mm x 6.5mm in size. It was reported that the patient underwent pipeline embolization on (B)(6) 2013 for a ruptured aneurysm that had been previously treated. Following the procedure, it was reported that there was a small dissection in the cervical carotid and a newly formed thrombus was noted in the proximal and distal ends of the pipeline. The clot was resolved with integrilin and the patient was sent to the ICU (intensive care unit) after the procedure on heparin. It was reported that the patient is currently in the ICU with hemiparesis, but following commands with her language intact.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient (B)(4).